Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: most recently revised (B)(6) 2022. No further details provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6a; d10; g1; g3; g6; h1; h2; h6 d10: pmi01195 - 67mm tibial component - unknown pmi01193 - custom finned femoral component - unknown unknown - unknown poly - unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient has a surgical history of tibial tumor resections. All available information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: 2011. D10: pm100883 - small axle - 441700; 150478 - oss poly lock pin - 077840; unknown - unknown yoke - unknown; pm100884 - small fmrl bshg set - 442970; cp114584 - cust thin finn tib bushing - 443500; 402439 - cobalt mv bone cement 40gm b - 949020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01148, 0001825034-2023-01149, 0001825034-2023-01150.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on an unknown date and has undergone multiple revisions. Approximately 11 years after the most recent revision, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.